Manufacturer narrative:
The device was received with broken reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, the insulin pump was damaged. Customer's blood glucose was 234 mg/dl. Damage was located in the reservoir compartment. The customer was pulling the device from her pocket when she noticed the damage and doesn't know how the damage occurred. During the call the customer also mentioned she had blood glucose of 451 mg/dl was also captured. No troubleshooting was performed for the high blood glucose level. The customer was advised to discontinue use of the device due to the damage. Customer was advised to revert to her back up plan and the device needed to be replaced. She agreed to return it for analysis.